Event description:
It was reported that the lens was broken when inserted into the cartridge. The lens was removed. There was replacement lens. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not explanted. Section e1: email address: unknown/information not provided. Section e1: reporter: telephone number:(B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.